Event description:
During a hysteroscopy and resection of the myomas, the resectoscope was being reintroduced and the fundus was perforated. Polypoid tissue was excised with a bovie knife. The cervix was dilated and the resectoscope was passed and there was some polypoid tissue which was resected. Then there was a significant amount of three or four submucosal leiomyomata at the fundus and these were resected slowly and carefully.